Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false repeat reactive (2.61, 2.60, 2.60 s/co) architect hbsag result for a (B)(6) male dialysis patient. The customer further indicated the architect hbsag confirmatory result was 98%. The customer further indicated a month later the patient generated non reactive results. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag qualitative assay. Normal complaint activity was identified for reagent lot 75060fn00. Using world wide field data the historical performance of reagent lot 75060fn00 was evaluated and compared to the performance of all architect hbsag reagent lots in the field for the last 12 months. The median value for the negative population of the complaint lot was similar to the median values for other architect hbsag reagent lots. This evaluation indicates lot 75060fn00 is performing similar to other reagent lots in the field. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false positive results. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag qualitative assay was identified.